Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed erratic alinity I free t4 results for one sample. The following data was provided: (customer reference range 9 pmol/l to 19.05 pmol/l): sid (B)(6). First run: 21.29 pmol/l (B)(6) 2026 time 09:33am) second run: 18.36 pmol/l (B)(6) 2026 time 10:15am) third run: 18.00 pmol/l (B)(6) 2026 time 12:06pm). No impact to patient management was reported.